Event description:
The following previously reported sentence was updated from: " on (B)(6) 2015 it was reported that the patient had a suicide attempt and ended up at (B)(6) 2015 through (B)(6) 2015 when they were transferred to a psychiatric facility" to: " on (B)(6) 2015, it was reported that the patient had a suicide attempt and ended up at the hospital from (B)(6) 2015 through (B)(6) 2015 when they were transferred to a psychiatric facility."

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer whose pump was used to deliver dilaudid at an unknown dose and concentration. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. On 2015-12-22 it was reported that the patient had a suicide attempt and ended up hospitalized (B)(6) 2015 when they were transferred to a psychiatric facility. It was reported that the patient was due for a pump refill on (B)(6) 2015 and a company representative had come to the hospital to turn the pump down on (B)(6) 2015. The patient thought that their pump would die or not be programmable after (B)(6) 2016 but was not sure. It was noted that the patient's healthcare professional would be unable to refill the pump unit (B)(6) 2016. Further follow up was done to determine the cause of the event, and if any diagnostics, troubleshooting or actions/interventions were required.